Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('you had an ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('you had an ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.